Event description:
Cardiac arrest. A code was underway when I arrived. The zoll etco2 was already attached to the mask while the team was ventilating the patient. I took over and provided a few breaths. I noted the absence of waveforms on the zoll. The resident placed the philips capnography connector in serial to the mask and the zoll mainstream while I intubated the patient. Waveform on the philips, not on the zoll. I do not recall a message around the zoll co2 tracing which was flat the entire time. Expectation was to see waveforms to demonstrate successful intubation. Despite educating staff about this 3 weeks ago during acls training, both I and a rt (another acls instructor) could not immediately remember troubleshooting. After the code was over, I went to the machine to troubleshoot it. I was able to get a waveform after blowing in it myself. Manufacturer response for defibrillator, (brand not provided) (per site reporter): situation: zoll defibrillator etco2 monitor not working reliably. Background: zoll etco2 displaying no waveform or number to indicate co2 level on some of the zoll defibrillators. Assessment: met with representatives from hospital. Physician, nursing and nurse resource coordinator, patient safety, clinical engineering and zoll representative and trouble shot the issue. Two important things came to light in the assessment: 1. The zoll needs to be warmed up or it will not generate a co2 waveform or number. 2. If the zoll co2 cord is disconnected at any time, for any reason, the co2 needs to be re- zeroed. Recommendation: trouble shoot if the co2 is not working. Turn on the zoll. Connect the airway. Adaptor into the co2 detector. The display says, ¿co2 warmng up¿. Place inline to the ambu bag or et tube. If there is a waveform and a number that makes good clinical sense with the patient, then you are good! Important things to consider: the co2 cannot be zeroed until after it is warmed up. It takes 30-40 seconds to warm up. The co2 cannot be zeroed if it is in-line to the patient.